Event description:
It was reported by the rep that the (1) 35nlt was used during a laparoscopic diagnostic procedure. It was reported that the dr attempted to insert the trocar through the abdominal wall. The tip of the obturator broke off inside the abdominal floor. It was retrieved and another trocar was placed with no complications. There was no pt consequence.